Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed due to the looseness of the stopcock. This event caused by a component failure of the stopcock. The stopcock failure is mechanical component problem, but the cause of the stopcock failure could not be determined. The most likely cause is wear and tear from repeated removal and attachment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the distal end white part moved and displayed on the image. The issue occurred during maintenance. There were no reports of patient harm.